Event description:
It was reported that during device change out due to normal eri, an insulation anomaly was observed on the pace/sense portion of the right ventricular lead. It was not clear if the damage occurred during or prior to the procedure. An attempt to replace the lead was unsuccessful due to stenosis. The lead was repaired with silicone and reimplanted from the right side. No electrical anomalies were detected. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.